Manufacturer narrative:
Correction(s): (B)(4). Additional information: 510 k. Investigation- investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, fracture, hiatal hernia, diff. To remove (open surgical), scar, back/ side pain, emotional distress, depression, anxiety and panic'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that a filter fragment embolized into the heart or lung may be safely retrieved. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported hiatal hernia, scar, back/ side pain, emotional distress, depression, anxiety and panic is directly related to the filter and unable to identify corresponding failure mode(s) at this time. No relevant notes found in device work order. No other complaints found in device lot. Product is manufactured and inspected according to manufacturing instructions and quality control. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
This additional information received on 17nov2017 as follows: patient received an implant on (B)(6) 2007 via the right internal jugular vein due to immobility due to trauma. Patient is alleging fracture, hiatal hernia, open retrieval of the filter in (B)(6) 2016, permanent scar, back and right side pain and severe emotional distress due to the device. Patient further alleges depression, anxiety and panic increased much more after finding filter was broken.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 11/17/2017 as follows: patient received an implant on (B)(6) 2007 via the right internal jugular vein due to immobility due to trauma. Patient is alleging fracture, hiatal hernia, open retrieval of the filter in (B)(6) of 2016, permanent scar, back and right side pain and severe emotional distress due to the device.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that the plaintiff received a gunther filter on (B)(6) 2007. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.